Event description:
Resident found on floor facing bed. Right arm caught between siderail and bed frame. Resident extracted by ems staff with mechanical assist. Trigger lock release appeared to release easily and rail seemed to go into lower position quickly upon exam of another bed.